Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a failure to shock inop message and therapy pca status log messages. There was no reported patient involvement.

Manufacturer narrative:
.